Event description:
It has been reported to philips that the wi-fi pedal is damaged. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the wireless footswitch could not be used during the procedure. The system was in clinical use. The procedure was completed using the wired footswitch. The wireless footswitch intermittently lost wifi and did not connect to its base station. When the base station or footswitch was in error mode, it blocked x-ray switching functions by means of the wireless footswitch. The connection failure in the wireless footswitch was resolved with a software update and released through fco72200497. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) the codes were updated based on the investigation outcome. The health impact code and evaluation method code was/were corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.